Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Patient is bilateral and it is unknown which side was revised therefore the following sections could not be completed due to the lot information could be: lot number - 452830, expiration date - apr 30, 2010, manufacture date ¿ apr 6, 2000. Or the lot information could be: lot number - 867920, expiration date - jun 30, 2010, manufacture date ¿ jun 21, 2000. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, ¿material sensitivity reactions.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-04763 / 04764).

Event description:
It was reported that the patient underwent a bilateral hip arthroplasty on (B)(6) 2000. Subsequently, the patient's left hip was revised on an unknown date due to armd, osteolysis, and possible elevated metal ion levels. The head was removed and replaced with a ceramic head. The cup remained in place as the surgeon believed if the cup was removed, it would damage to the acetabulum.